Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported the device cannot identify shock. There was no reported patient involvement.

Manufacturer narrative:
Further investigation has determined that this report is a duplicate of two previously reported complaints, via MDR#1218950-2015-05471 and MDR#1218950-2015-05421. No further investigation is required.